Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was defective. As soon as vaporization was initiated, it was observed that the laser energy went to an unintended place within the moving metal extremity. Upon removal of the fiber, it was observed that the metal tip was detached, and the fiber was broken. The procedure was converted to a classic bipolar resection. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify visible defects. Additionally, the microscopic examination identified distal circumferential fracture at the distal side of the fusion zone. Although based on these observations, the reported event is confirmed, the fiber was functionally tested with helium neon (hene) laser fixture, and it was identified that there were no breaks along the fiber length. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. There is no information that the identified distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was defective. As soon as vaporization was initiated, it was observed that the laser energy went to an unintended place within the moving metal extremity. Upon removal of the fiber, it was observed that the metal tip was detached, and the fiber was broken. The procedure was converted to a classic bipolar resection. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.